Event description:
Healthcare provider reported "patient has textured mammary implants and has recently noticed a change in the implants and breast asymmetry. Possible rupture or leakage suspected. Patient wishes to have the implants removed". This is for the right side. The device remains implanted.

Manufacturer narrative:
Corrected data: g3: of supplemental medwatch 2 should have been listed as 10apr2024.

Event description:
Healthcare provider reported "patient has textured mammary implants and has recently noticed a change in the implants and breast asymmetry. Possible rupture or leakage suspected. Patient wishes to have the implants removed." This is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported "patient has textured mammary implants and has recently noticed a change in the implants and breast asymmetry. Possible rupture or leakage suspected. Patient wishes to have the implants removed." Healthcare professional additionally reported "the patient complained of pain involving both breasts and tightness involving both breast. The patient also also complained of severe drooping". During surgery it was noted "severe contracture of the implant was found to be present." Healthcare provider reported capsular contracture baker grade iii/IV. Healthcare provider reported observation made during surgery of "any creases". This is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Rupture-breast: not observed. Capsular contracture-breast: unable to observe since it is not related to the device. Visibility/ palpability-breast: unable to observe since it is not related to the device. Crease/ folding of implant-breast: observed, flat creases. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "the patient complained of pain involving both breasts and tightness involving both breast. The patient also complained of severe drooping". During surgery it was noted "severe contracture of the implant was found to be present." Healthcare provider reported capsular contracture baker grade iii/IV. This is for the right side. The device has been explanted and replaced.